Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with polyflux 14l dialyzer, a hemodialysis patient experienced hypotension and urticarial rashes 10 minutes into treatment. It was reported the blood was not returned. Approximately 25 minutes later, the blood pressure (bp) dropped to 46/36mmhg. The patient was given adrenaline (0.5mg, intramuscular) and normal saline 1l. The oxygen saturation (sao2) was 84%, and on vented mask 40%. The bp increased to 75/48mmhg and then 87/43mmhg. The patient was given dopamine (5mg/kg/min), and the bp increased to 102/54mmhg. The patient received 400mls of normal saline in total. The patient was transferred to a ¿close monitoring ward¿ and the sao2 increased to 100%. The following day, the sao2 was 100% on room air, and no further issues were noted. The patient was recovered from the events and remains hospitalized. The bloodline and dialyzer were flushed with 700ml of normal saline and circulate with dialysate fluid for at least 10 mins with pump speed of 200-250mls/min before the start of dialysis. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation. The reported batch file was reviewed and there were no nonconformities, nor atypical events, nor failures or reworks documented that could be associated with this complaint. The batch review found that this batch met the release requirements. Should additional relevant information become available, a supplemental report will be submitted.